Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally adjusted the pump's correction factor and carbohydrate ratio. Customer's blood glucose level went as low as approximately 60 mg/dl. Tandem technical support advised the customer to monitor pump and call back if issue reoccurs.